Event description:
A hospital in (B)(6) reported via our distributor that the gas outlet port of a neopuff infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on information and a photograph provided by the customer. Results: upon receipt of this complaint further information was sought from the customer concerning the cause of the reported damage, however no response was received. Inspection of the provided photograph revealed that the outlet port of the complaint neopuff had been broken off completely from the unit. A lot check revealed no other complaints for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Replacement spare parts will be provided to the hospital and the subject neopuff will be repaired, tested and put back into service.